Event description:
It was reported that the unspecified bd¿ pen needle cap was difficult to attach to the pen. This occurred with an unspecified amount of pen needles. The following information was provided by the initial reporter: "the caps are too hard to get on pen. "It's like the threads aren't machined properly. After injection, removal of needle found bent. While recovering needle it went through the sheath and jabbed her finger. The removal of the cap from the pen had to be really torqued to get off. Stabbed her finger recapping needle for disposal".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle cap was difficult to attach to the pen. This occurred with an unspecified amount of pen needles. The following information was provided by the initial reporter: "the caps are too hard to get on pen. "It's like the threads aren't machined properly. After injection, removal of needle found bent. While recovering needle it went through the sheath and jabbed her finger. The removal of the cap from the pen had to be really torqued to get off. Stabbed her finger recapping needle for disposal".

Manufacturer narrative:
H.6. Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.